Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the right ventricular (rv) lead was oversensing noise and noise was seen on pacing systems analyzer (psa) during testing. Multiple sets of analyzer cables were utilized with the same results so the physiain chose to implant a different lead. No patient complications have been reported as a result of this event.